Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the physician tried to stent the right coronary artery (rca) and then tried to put the turnpike spiral and guidewire into the posterolateral (pl) vessel, but the spiral tip got stuck in new stent. The tip of the catheter broke off and was left inside the patient in the rca at the bifurcation of the pl and patent ductus arteriosus (pda) vessels. As per the additional information, the catheter and the guidewire was removed from the patient and the separated tip was still in the patient. The patient was fine post procedure.

Manufacturer narrative:
(B)(4). One-unit of turnpike was returned to teleflex for evaluation. Blood particulates were noted on the unit. Tip material was fatigued. Tip length was observed to be 9 mm. Per op065 of mp1644 rev s, length of the tip is 12mm +/- 1mm. Therefore, approximately 2 mm of tip was missing. Unit was manufactured at tecate. A DHR review was completed for lot 73f2200934. No non conformances were noted. All processes were followed. No issues noted with tip length. Case details were reviewed. Customer stated, "turnpike spiral stuck on a sion blue and the tip of the spiral had broken off and was inside the patient." One unit of turnpike was returned to teleflex for evaluation. Tip material was fatigued. Tip length was observed to be 9 mm. Approximately 2 mm of tip was missing. Damages are likely to have occurred during use in the procedure. Per IFU states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. Additional information was requested. A response was received. Turnpike was stuck in stent strut. Tip separated from rest of the catheter at the bifurcation of the pl and pda. Patient condition is fine. Damages incurred by the turnpike is likely due to concomitant device interaction between wire and catheter when operated against the lesion. The guidewire coil was observed to be damaged and deformed. A manufacturing record review was completed by viant and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.

Event description:
It was reported that the physician tried to stent the right coronary artery (rca) and then tried to put the turnpike spiral and guidewire into the posterolateral (pl) vessel, but the spiral tip got stuck in new stent. The tip of the catheter broke off and was left inside the patient in the rca at the bifurcation of the pl and patent ductus arteriosus (pda) vessels. As per the additional information, the catheter and the guidewire was removed from the patient and the separated tip was still in the patient. The patient was fine post procedure.